Event description:
It was reported that the device did not provide therapies due to the chamber onset discriminator when the patient had dual tachycardia. Programming changes were made. There were no adverse health consequences, the patient was stable.